Event description:
It was reported that noise was observed on the egm. Upon revision, it was noted that the lead had a severe insulation break.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.